Event description:
It was reported that during preparation for a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured. The device had no contact with the patient. The procedure was successfully complted. No patient injuries or complications were reported. Patient status is reported as `good'.